Event description:
The manufacturer's field service engineer (fse) reported that the internal battery was faulty. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.